Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4870 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("the right sided device appears to exit uterus at the level of the cornua") and several episodes of device dislocation ("right sided device appears to exit uterus, adjacent to multiple small bowel loops" and "distal tip of left-sided device is adjacent to the sigmoid colon") in a 53 year-old female patient who had essure inserted (lot no. 654846) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 2789 days after essure insertion, she experienced abdominal pain lower ("left lower quadrant pain"). On (B)(6) 2017, she experienced uterine perforation (seriousness criterion intervention required), a first episode of device dislocation (seriousness criterion intervention required) and a second episode of device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. The patient was treated with surgery (essure removal). At the time of the report, the outcome of abdominal pain lower was unknown. The reporter considered abdominal pain lower, the first episode of device dislocation, the second episode of device dislocation and uterine perforation to be related to essure administration. The reporter commented: more than one related surgery-n. Follow-up: examination: CT scan pelvis without intravenous contrast. Indication: left lower quadrant pain. Finding: both essure devices are at least partially outside of fallopian tubes. Exact location is not entirely clear, but the right sided device appears to exit uterus at the level of the cornua and the left device probably in the proximal fallopian tube. Right device is adjacent to small bowel loops and left device adjacent to sigmoid colon. Impression: both essure devices look to be at least partially outside the fallopian tubes. Right-sided device is adjacent to multiple small bowel loops. No abnormally dilated bowel loops are seen. Distal tip of left-sided device is adjacent to the sigmoid colon which looks unremarkable. No free air, free fluid, or focal inflammatory changes are seen. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2017: both essure devices are at least partially outside of fallopian tubes. The right sided device appears to exit uterus at the level of the cornua and the left device probably in the proximal fallopian tube. Right device is adjacent to small bowel loops and left device adjacent to sigmoid colon. No abnormally dilated bowel loops are seen, no free air, free fluid, or focal inflammatory changes are seen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical records: 2 reporter added, lot number was provided. Event medical device removal was replaced by 3 other events. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("the right sided device appears to exit uterus at the level of the cornua") and several episodes of device dislocation ("right sided device appears to exit uterus, adjacent to multiple small bowel loops" and "distal tip of left-sided device is adjacent to the sigmoid colon") in a 53 year-old female patient who had essure inserted (lot no. 654846) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 01-aug-2009, the patient had essure inserted. On 21-mar-2017, 2789 days after essure insertion, she experienced abdominal pain lower ("left lower quadrant pain"). On 21-may-2017 she experienced uterine perforation (seriousness criterion intervention required), a first episode of device dislocation (seriousness criterion intervention required) and a second episode of device dislocation (seriousness criterion intervention required). Essure was removed on 14-apr-2023. The patient was treated with surgery (essure removal). At the time of the report, the outcome of abdominal pain lower was unknown. The reporter considered abdominal pain lower, the first episode of device dislocation, the second episode of device dislocation and uterine perforation to be related to essure administration. The reporter commented: more than one related surgery-n follow-up: examination: CT scan pelvis without intravenous contrast. Indication: left lower quadrant pain. Finding: both essure devices are at least partially outside of fallopian tubes. Exact location is not entirely clear, but the right sided device appears to exit uterus at the level of the cornua and the left device probably in the proximal fallopian tube. Right device is adjacent to small bowel loops and left device adjacent to sigmoid colon. Impression: both essure devices look to be at least partially outside the fallopian tubes. Right-sided device is adjacent to multiple small bowel loops. No abnormally dilated bowel loops are seen. Distal tip of left-sided device is adjacent to the sigmoid colon which looks unremarkable. No free air, free fluid, or focal inflammatory changes are seen. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on 21-may-2017: both essure devices are at least partially outside of fallopian tubes. The right sided device appears to exit uterus at the level of the cornua and the left device probably in the proximal fallopian tube. Right device is adjacent to small bowel loops and left device adjacent to sigmoid colon. No abnormally dilated bowel loops are seen, no free air, free fluid, or focal inflammatory changes are seen lot number654846manufacture date2009-05expiration date2012-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.